Manufacturer narrative:
The insulin pump was unable to prime during prime test due to a faulty force sensor resistor. Failure analysis was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The unit had broken battery tube threads, a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump had a crack in the battery housing. The customer stated that a chunk of plastic had come off from the rim of the battery casing. The blood glucose reading was 336 mg/dl the night prior to the call. She did not know how the damage occurred. She stated that she went to bed after bolusing. She reported that in the morning, the blood glucose reading dropped to 202 mg/dl but rose back up to 300 mg/dl at the most recent check. No symptoms of high blood glucose were observed. Advised replacement of the insulin pump. Nothing further reported.